Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. After the procedure, it was noted that the left ventricular lead had dislodged and high impedance issues were seen. The lead was explanted and not replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on oct 9, 2018 indicates that the lead that dislodged and had high impedance was 1458q/86 - bpp168331 and not 1458q/86 - bpp168314.